Event description:
Senseonics was made aware of a false hypoglycemia event where the blood glucose (bg) as measured by the user was 208 mg/dl, but the eversense system asserted a out of range low glucose alert. The event happened on (B)(6) 2023 at around 08:50 pm. The event most likely happened due to sensor inaccuracy. The user did not require any medical attention or self treatment as there was no actual hypolgycemia.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the investigion analysis, the reported event at 8:53 pm cet displayed mismatch between the sensor readings and fingerstick measurements. There were multiple differences observed following the event, which resulted in the system going into sensor suspend phase. A sensor suspend phase is a failsafe mechanism where the system blinds the glucose values for 6 hours and then re-starts in initialization phase for additional calibrations to recalculate the values. Previous to this sensor suspend phase, another sensor suspend phase had occurred on (B)(6) 2023. Since the system went into sensor suspend phase for the 2nd time on (B)(6) 2023, within 14 days of the 1st sensor suspend phase, the system asserted the sensor replacement alert, thus retiring the sensor. The sensor 290262 RMA was authorized to bring the sensor back for further investigation. The returned sensor was tested in-house, and a qc did not reveal any malfunction of the sensor. Upon further review of in-vivo glucose data, it was apparent that the user was not calibrating the sensor using values obtained by fingerstick measurements. 44.4% of the calibration entries in the last 3 weeks had 0% ard. Consecutive false calibrations significantly diminish sensor accuracy and could potentially lead to sensor reading inaccuracies and/or push the system to enter the suspicious fingerstick phase that could further lead to sensor suspend phase/ sensor retirement. While gathering additional information, the customer mentioned participating in combat sports. There could have also been a potential impact to the sensor or the insertion site, which would have likely further affected the sensor performance in-vivo.